Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx two years ago. Vessel morphology at the time of implant was not reported. It was reported that currently, the vessel morphology was reported as non tortuous and little calcification. A recent CT demonstrated a type I endoleak. The physician elected to implant a medtronic device that is not approved in the united states and the type I endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.